Manufacturer narrative:
Weight - race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -12.0/5.5/042 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and significant reduction of iridocorneal angles. The problem was not resolved. "Patient requested time to decide about exchange of smaller size lens.." The cause is reported as unknown.

Manufacturer narrative:
H6- device evaluation: lens returned in a micro-centrifuge vial; with moisture. Visual inspection found no visual damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).